Event description:
The customer reported an instrument leak when using the coulter act diff 12 analyzer. While running the startup cycle on the act diff instrument, the customer noticed a leak of clear reagent from the probe. The volume was reported as less than 1 ml and the leak was not contained. The operator was wearing gloves and lab coat when the issue occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and identified a clogged probe wipe. Diluent was not being removed from the probe during the probe wash cycle. The fse resolved the probe leak by replacing the probe wipe assembly and the peristaltic pump tubings. Identified failure mode: the failure mode for the leak was a clogged probe wipe. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).